Event description:
It was reported that there was a knee revision of the baseplate. Primary femoral component was left in and baseplate changed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown baseplate. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned - hospital policy.